Manufacturer narrative:
(B)(4). The actual device was evaluated. This complaint was confirmed in the lab for broken occluder feet (clamp). Broken occluder mechanisms prevent proper clamping of the tubing and generally result in an internal tubing leak or lack of fluid shut-off through the set. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot number. Root cause is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. The sample lot number is known, therefore a batch review will be performed.

Event description:
This report is for the issue of a leak . Baxter received a report from nurse who stated that when the patient went to remove the minicap from his transfer set, fluid leaked out from his peritoneum, even though the roller clamp was in the closed position. The nurse subsequently checked this and observed pd fluid pouring out from the patient. The patient was unsure of when this happened. The nurse reported that the patient to date has not suffered any ill effects from this event. A patient was involved but no injury was incurred.